Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture and oversensing were observed on the right ventricular (rv) lead. It was also noted that the sensing value had decreased. Rv lead dislodgement was suspected. The patient was in stable condition. Additional information was requested but has not been received.

Event description:
Diagnostic imaging was performed and revealed the right ventricle (rv) lead was dislocated. The lead was explanted and replaced to resolve the event and the patient was in stable condition.